Event description:
Estech received medwatch report # (B)(4) submitted by (B)(6) hosp on (B)(6) 2010 regarding the following incident involving a universal stabilizer arm, catalog number 401-152. Hospital statement: the estech retractor was making a clicking noise while in the chest. The certified first assistant (cfa) asked for another one. The first one was removed from the chest wound and replaced with the new one. As the cfa placed the first retractor on the pt's towel draped legs, it fell apart. A chest x-ray revealed no retained foreign bodies in the chest cavity. Health professional's impression: there was no adverse event, it was removed before there was an issue. The retractor was being properly maintained, perhaps poor design by the MFR. Did this event ...

Manufacturer narrative:
On (B)(6) 2010, estech received two universal stabilizer arms from the hospital. Both units exhibited failure mode consistent with wear and tear caused by excessive use and/or long term use>1 yr. The cable was completely severed approx 1 1/2" distal to the control knob. All loose parts were accounted for. This unit was inspected in (B)(6) 2007 and shipped to (B)(6) hosp (B)(6) 2007. This device has not been returned for refurbishment/preventive maintenance per the universal stabilizer arm's instructions for use. This device labeling clearly instructs users to inspect cable prior to each use in order to prevent this type of failure.